Event description:
It was reported that the customer had an issue with a blank display on the insulin pump. Troubleshooting was performed and it was advised the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.